Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer uses the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure to draw blood from patients. It was noted that 5%, 8-10 each have low draw. Patients need to be re-drawn. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the sample was observed to be underfilled. As the customer sample was contaminated with blood, further testing was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for underfill with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.